Event description:
A journal article was received entitled, proximal femoral nail antirotation versus gamma3 nail for intramedullary nailing of unstable trochanteric fractures. A randomized comparative study by j. Vaquero, j. Munoz, s. Prat, c. Ramirez, h.j. Aguado, e. Moreno, m.d. Perez. Injury, int. J. Care injured; dec 2012; volume 43, supplement 2, page s47¿s54: the purpose of this study was to compare the clinical results and the complication rates of two intramedullary fixation devices: proximal femoral nail antirotation (pfna) and gamma3. 61 patients who underwent a pfna fixation treatment (31 patients) or a gamma3 nail (30 patients). All adverse events were documented from the time of enrollment throughout the intra-operative and immediate postoperative period until the final follow-up evaluation at one year. The pfna group consisted of 3 male and 28 female patients with a mean age of 83.6 years. Postoperatively, this group presented with complications as follows; intra-operative ¿ 1 technical problem and 1 surgical procedure change; local postoperative complications ¿ 1 implant loosening, 3 blade or screw migration/cut out, 3 loss of reduction, 5 fracture impaction, 5 delayed healing, 3 nonunion, 1 superficial would infection, 2 deep would infections and 7 failure of fixation. At one year, pain was reported in 3 patients. It is unknown if this is a synthes device. A copy of the literature article is being submitted with this medwatch. This report is 4 of 4 for this complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: injury, int. J. Care injured, volume 43, supplement 2, dec 2012, page s47¿s54. Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided.